Manufacturer narrative:
Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms noted. No loose drive support cap anomaly noted. Pump received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump back was loose and piston not rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.